Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Other: na.

Manufacturer narrative:
(B)(4). Final analysis found intermittent radiofrequency (rf) telemetry during interrogation. This was due to a cracked capacitor on the rf module.

Event description:
It was reported that the pulse generator exhibited a rf telemetry anomaly.